Event description:
Philips received a complaint on the intellivue multi measurement server x2, indicating that speaker malfunction - part ID. The device was in use and there was no report of harm to the patient. The unit has been confirmed to be experiencing a speaker malfunction. The biomed also mentioned that the handle is broken. He wants both parts to be ordered under the contract. Part number 453564238621 ms_x2 assy cbl x2/mp2 speaker assembly and 451261021051 ms_x2 x2/mp2 handle kit. The biomed will take full responsibility of performing the repair. We are unable to confirm the final disposition of the device because the customer refused service and assumes responsibility for carrying out repairs to the equipment. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete

Event description:
Biomed stated that the unit is presenting a speaker malfunction. The device was in use on a patient. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation